Event description:
It is reported that the drill bit fractured and was unable to be retrieved.

Manufacturer narrative:
Eval summary: the drill bit was alleged to have broken in the patient. The broken drill bit most likely occured due to excessive bending moment, torque or a poor quality pilot hole. The exact cause and type of failure of the drill is unknown since no product was returned. Details to why the broken piece was left in the patient are unknown. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the report problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.